Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable - pump won't run" error. There was no air in tubing. Patient not affected. The pump had residual volume : 65.8ml when it was pumping at a rate of 2.2 ml/h. 34.25 ml of medication was given prior to the error. There was no reported adverse events.